Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental stick occurred. No adverse event reported. Customer did not provide the lot number of the device. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The year is the only known part of manufacture date. We have defaulted to the first of the year.